Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of the devices. A visual inspection of the first instrument revealed that the spring was disengaged. The spring contained 18 tacks. Additionally, the timing was disrupted. Functionally, the handle could be actuated. Visual inspection of the second product noted a tack was protruding and the timing was disrupted. Additionally, the trigger was jammed. Functionally, the trigger of the instrument was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. The other three instruments were all received sealed with no visual abnormalities. There were no functional abnormalities noted during analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the tacking devices did not work. The tacks were malformed. Some tacks were placed correctly and others fell out. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the tacking devices did not work. The tacks were malformed. Some tacks were placed correctly and others fell out. There was no patient harm.